Event description:
Information was received in sep-2005 from a patient with a medical history of osteoarthritis and psittacosis (25 years ago), who experienced swelling of their tongue, difficult swallowing, hives, chills, ears hurt, and jaw hurt. The patient began treatment with synvisc in sep-2005. The patient received two injections of synvisc into both knees in sep-2005 and a week later. A few days after the first injection, the patient experienced swelling of their tongue, difficult swallowing, hives, chills, ears hurt. After the second injection, the patient's "tongue was thicker" and patient had more hives. The patient called patient physician's office and was advised to go to their local emergency room where pt received an injection of benadryl. The patient experienced waking up in a complete sweat three days later. The patient is recovering and does not plan to receive their third injection. The patient had a past medical history of psittacosis 25 years ago; it was diagnosed on chest x-ray and with a blood test and was treated with an antibiotic injection. At the time of this report the patient's outcome was unknown.